Manufacturer narrative:
This product is not marketed in the us. H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.0/6.0/78 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Refractive surprise was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5- the reporter indicated that medical intervention was required. Refractive treatment (prk) was performed and this resolved the problem. The lens remains implanted. Cause is reported as unknown. H6-patient code 3191: refractive treatment (prk). Method code 4117: lens remains implanted. Claim# (B)(4).